Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, rupture. Concomitant products: (right) 350cc mentor memoryshape breast implant catalog: 3341209 lot: 6866010 sn: (B)(4). On 5/8/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number 7413830, and no non-conformances related to the reported complaint were identified. No further investigation will be conducted on this complaint due was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350 cc mentor memoryshape breast implants, experienced swelling and soreness on the left breast and also rupture post-operatively. As a result, the patient underwent removal and replacement with the following devices on (B)(6) 2019: (left) 400 cc mentor memorygel breast implant catalog: 3504004bc lot: 7685258 sn: (B)(4) and (right) 400 cc mentor memorygel breast implant catalog: 3504004bc lot: 7685258 sn: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).